Event description:
Bd vascular access devices field assurance received a leaking PICC for evaluation. Sample contained note from the customer that stated PICC was placed in the brachial vein. Additional information received 1/24/2023: customer reports the patient had the PICC replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter is confirmed and was determined to be caused by kinking of the catheter. One 4 fr d/l powerpicc sv was returned for evaluation. An initial visual observation showed abundant use residues throughout the returned catheter, and a functional test of flushing and pressurizing the catheter with water using a 12 ml syringe revealed a leak at the distal end of the molded joint. A microscopic observation revealed a hole in the catheter at the distal end of the molded joint. The fracture surface appeared granular at the split exit site, and a permanent kink impression was observed near the split. Buckling and discoloration was also observed in the vicinity of the split. Based on the observations of the returned powerpicc sv catheter, the complaint of a leaking catheter was confirmed and is likely due to excessive kinking of the catheter. This can occur if the securement of the catheter causes a sharp kink, and over a period of time the catheter may fail opposite of the kink impression. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refz3524 showed no other similar product complaint(s) from this lot number.

Event description:
Bd vascular access devices field assurance received a leaking PICC for evaluation. Sample contained note from the customer that stated PICC was placed in the brachial vein. Additional information received 1/24/2023: customer reports the patient had the PICC replaced. No other information was provided.